Event description:
It was reported that during a surgical procedure at the healthcare facility, the tips of the pro bayonet forceps were charred. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The lot number of the device was added. During the device evaluation, mechanical damage to the tips was found, which was determined to be a potential cause for the reported event.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the tips of the pro bayonet forceps were charred. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.